Event description:
Customer states that she tested 2.3 inr and 3.3 inr during duplicate testing. Customer states that she increased her coumadin dose on her own. No adverse event reported. Requested return of suspect device and replacement was sent.